Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign materials in the air/water tube and cylinder, and a stain was found in the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: g2. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. During examination, the foreign material in the air/water tube and cylinder could not be identified. There was no physical damage where the foreign material was found. There was no information available on user reprocessing. The stain on the inside of the light guide lens was examined. Based on the results of the investigation, since foreign material was not on the external surface of the device, the material could not be removed by reprocessing. Examination of the surrounding area showed the light guide lens glue was peeling off. The peeling likely occurred, due to physical stress from hitting or dropping the distal end or chemical stress from chemical solutions. As a result of the stress, humidity invaded light guide lens, which led to corrosion. However, olympus could not identify a definitive root cause of the event. Three attempts were performed to obtain additional information on user reprocessing, but no response was received from the customer. The suggested events are detectable/preventable, by handling the device in accordance with the following IFU. For the foreign material found: the IFU states, the detection method in tjf-q190v, operation manual, "chapter 3: preparation and inspection". The IFU states, the preventative measures in tjf-q190v, reprocessing manual, "chapter 5: reprocessing the endoscope". For the stain inside the light guide lens, the IFU states, the detection method in tjf-q190v, "operation manual, 3.3: inspection of the endoscope". Olympus will continue to monitor field performance for this device.